Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that both hip locks up and patient has pain. He also has deep numbness on both thighs and up to hip and groin. Also pain progressively gets worse.